Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: " hi" (greater than 600 mg/dl), 206mg/dl 189 mg/dl, and 199 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.